Event description:
Redness and swelling around port site were noted on 5/24/95. The entire catheter had separated from the port. Pt had an angiogram 5/24/95 to confirm position of catheter. Pt had surgery on 5/24/95 to retrieve catheter. Surgery will be scheduled in the future for removal of port & reinsertion of a new one. Port was placed for administration of chemo.